Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 11/29/16 with a blood glucose level of 45 mg/dl. The customer stated that their blood glucose levels were normal until they got into the car and experienced a car accident. The customer was the driver of the vehicle. Customer gave himself a bolus of 2.0 units the day he experienced the low. The customer was wearing the insulin pump during their hospital stay. Customer stated he is taking medication for pain and does not know if it is interfering with their blood glucose. The customer's blood glucose level was 462 mg/dl at the time of the call. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.